Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that after successful placement of the nail the partially threaded screw was placed, then whilst trying to disconnect the nail holding screw from the nail, the nail arm allegedly disconnected from the nail. The compression screw was then placed freehand as the jig could not be reattached, one compression screw was lost behind the nail. This also happened a second time. Delays to surgery included the initial phase of losing two compression screws (30 mins) and also an additional 15 mins whilst the circulator ran to another part of the hospital to get laparoscopic grabbers.